Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and battery testing were performed. The damaged battery was found during visual inspection.the cause was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.